Manufacturer narrative:
The technician replaced the head cylinder to repair the stretcher.

Event description:
Info received indicates the head hi/low cylinder is leaking fluid and drifting down within 30 minutes.